Event description:
When nurse was giving medication via arterial catheter, she noticed leaking at extension tubing that was placed initially with catheter insertion on 10/23/94. Extension tubing was disconnected at hub of catheter with double t-connector under sterile conditions line was flushed without resistance. Infant was discovered to have critically low blood sugar necessitating a bolus of 10% dextrose.